Event description:
It was reported that an ivc filter was placed for dvt and pe. The pt returned three months later for removal of the filter. At the time fluoroscopy was performed, the legs of the filter were in an abnormal position. A CT scan was done, which showed six tines extended beyond the lumen of the ivc and one of the legs of the filter was projecting into the duodenum. Decision was made to remove the filter by endovascular technique. The filter was removed and follow up CT was performed after 4 hours; there was no retroperitoneal bleeding or any abnormal fluid collection. The pt was admitted for observation and discharged the following day.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The device has been returned; the event investigation is currently underway. A copy of the facility's medwatch report has been rec'd and was submitted to FDA.